Event description:
Event description guidant received information that this implantable left ventricular lead dislodged 6 days after implant. An attempt was made to reposition this lead, but the physician was unable to pass the wire through the lead, so it was explanted.